Event description:
(B)(6): customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. No reported injury. Customer provided no further information with regards to patient and procedure.

Manufacturer narrative:
Field service engineer (fse) confirmed the customer's imaging system was not working and found the generator console was blank and would not turn on. Fse troubleshot and installed a new console and the system performed normally for rad imaging and fluoro. Fse checked for proper operation according to hut service checklist qssrwi4.1 and returned the unit to full service.